Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) indicating that after speaking with the physician, it was determined after subsequent follow ups that the discomfort was from regular healing process. No further complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) who reviewed the chart: patient was last seen in office (B)(6), weight was 182 pounds at that time. Patient had tele-conference with hcp (B)(6), their only complaint was frequency and a setting adjustment was made. There was no further mention of shocking, and no further actions were planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been getting shocked from the ins site, not the leads. The caller stated the shocking mainly occurred when they were sitting down, but only after the device had been on for a period of time. The caller stated that they were initially on program 3 and decreased to 0.2v but still felt the shocking. The caller stated their healthcare provider recommended to try program 1 and when they did they were being shocked even worse and the area was throbbing. The patient started on program 1 at 3.6v. The caller stated that they then turned the device off and the shocking subsided, but when they turn it back on the shocking continued. The caller stated the issues started on christmas eve and again the day before the call. The possibility of decreasing the setting on program 3 when the shocking was present was reviewed and/or turning it off until the issue could be addressed in person. The caller was redirected to their healthcare provider and an email was sent to the field. Later that day, a rep replied that they had spoken with the healthcare provider. The healthcare provider had seen the patient the last week and thought it was the normal healing process at the pocket site. The rep reported they would call the patient and follow up with their healthcare provider. No further complications were reported.